Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute myocardial infarction, hypertensive and atherosclerotic cardiovascular disease, obesity and diabetes mellitus. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.